Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The patient had an unusually large right atrium, and the heart was noted to be rotated which the physician stated typical landmarks were not applicable for a standard transseptal puncture (tsp) for the procedure. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted with versacross connect (vcc) transseptal access system. Intracardiac echocardiogram (ice) imaging was used. Visualization of the fossa ovalis and the tsp equipment was a challenge, and tsp was not successful. The physician removed the was and vcc and inserted a non-boston scientific (bsc) sheath and non-bsc tsp needle. Again, imaging was a challenge and tsp was not successful. After repeated attempts, the physician finally got in contact with the septum and tsp was successful into the left atrium. The physicians had been performing tee sweeps of the pericardium to look for pe during all the tsp attempts, but immediately after gaining la purchase, the tee physician did note a pe in the posterior apex of the heart. A versacross radiofrequency (rf) wire was used post tsp to exchange the non-bsc sheath for the was. A pericardiocentesis was performed and 250ccs of dark venous appearing blood was removed. A pericardial drain was sutured in place and attached to a vacuum, resulting in an additional 10-15cc being drained. The physician then decided to proceed with the procedure. With inserting and implanting a 31mm watchman flx pro closure device. The procedure was concluded. The patient was expected to fully recover and was discharged from ummc on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the presumed cause was the numerous equipment exchanges during the procedure. There was not malfunction with the versacross connect. We could intermittently see the vx wire with tee imaging. Rf energy was never applied to the versacross connect/wire system. We never achieved sufficient, confident contact with the septum. With multiple attempts to reshape the versacross connect to gain septal positioning, the physician abandoned the system in favor of the steerable sheath and mechanical needle. The physicians stated that the versacross system was not to blame for the pe. It is believed that the non-boston scientific needle - brk may have contributed to the ae. The act was therapeutic throughout the procedure as about 250 seconds. The anticoagulation was not reversed when we noticed the pe. The patient was not under warfarin but was under elliquis at the time.